Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Analysis was performed on 5 sterile devices that were returned related to this event. The sterile devices were visually inspected and noted no visible damage on each of the devices. All 4 needles of the 5 devices were pulled after deployment and noted no bending or damage to all the components.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two prostar devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three prostar devices with a 7f sheath after a valvuloplasty procedure. Reportedly, the prostar devices were unsuccessful closing the access site and it was noted that the needles on all three prostar devices were bent. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.